Event description:
It was reported to boston scientific corporation that a rf3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, once the user connected the rf electrode and attempted to deliver energy, the rf3000 shut down without displaying any error messages. It was reported that the failure occurred when the ¿on/off¿ switch on the rear panel was turned on. The user checked the grounding pads and reconnected the electrode, but the generator would not turn on. The electrode was replaced and the generator was rebooted, and the procedure completed without any further issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Correction: it was reported that there was no error code, but there was an issue with the screen. Additional information: the biomedical engineer at the site confirmed that the display screen was black, as if the screen had been turned off.

Event description:
It was reported to boston scientific corporation that a rf3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, once the user connected the rf electrode and attempted to deliver energy, the rf3000 shut down without displaying any error messages. It was reported that the failure occurred when the ¿on/off¿ switch on the rear panel was turned on. The user checked the grounding pads and reconnected the electrode, but the generator would not turn on. The electrode was replaced and the generator was rebooted, and the procedure completed without any further issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the serial number. Therefore, the manufacture date is unknown. Reported event: generator unable to power up. Reported event: generator shutting off. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.